Event description:
It was reported that during a laparoscopic sigma resection procedure, the device cut but did not staple. Another like device was used to complete the procedure. There was no paitent consequence.